Manufacturer narrative:
Updated fields: h3, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. No image was present. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the phenomenon was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: ¿do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope experienced no image and black screen. There were no reports of patient harm.